Event description:
It was reported that during a laparoscopic cholecystectomy procedure. The device misfired. It did not fire the clip. A new device was used to complete the procedure. There was no patient impact.

Event description:
Customer received a digitoxin result of 60 ng per ml for one pt sample which seems implausible. The sample was sent to another lab and tested on a cobas e601 analyzer giving 30 ng per ml. The sample was returned back to the customer who reran the sample and the initial result of 60 ng per ml was confirmed - actual repeat result was not provided. Date/s of testing was not provided. No info provided to determine if erroneous results were reported of if pt was adversely affected. If add'l info is received, appropriate notification will be provided.

Manufacturer narrative:
The patient was an inpatient, who was only on treatment of digitoxin. One patient sample was returned by the customer for investigation. The kinetic reaction data did not indicate an interference. No known interference, including pregnenolone, was identified in the sample. A specific root cause for this event could not be identified. The customer did not provide additional patient information. The patient was discharged. No adverse events were reported.